Event description:
As reported by edwards field specialist, approximately 1 year and 6 months post implant of a 23mm sapien 3 ultra valve in the aortic position, a non-edwards tavr (evolut) was implanted. Upon review of medical records, prior to the valve-in-valve procedure an echo (tte) revealed a mean gradient of 33mhg with an aortic valve area (ava) of 0.69cm2 with severe aortic stenosis. The patient was symptomatic presenting with shortness of breath. The non-edwards valve was successfully implanted in the aortic position with no reported complications.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Manufacturer narrative:
The 23mm sapien 3 ultra valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The serial number was not provided a device history record was unable to be completed. The commander delivery system with s3u thv IFU was reviewed for guidance and instructions. Potential adverse events include valve stenosis. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint stenosis post implantation was confirmed based on the medical record. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, 'approximately 1 year and 6 months post implant of a 23mm sapien 3 ultra valve, a non-edwards tavr (evolut) was implanted'. Per medical record, patient had hyperlipidemia (hld). Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.